Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided repairs information power supply pcb was replaced. Despite several requests for part return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. The reported issue seems to be linked to a defective power supply board but based on available information the root cause of this defect remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
The following has been reported: "problem: located in ce shop with note stating "replace power supply pcb."action: none in stock, replaced with pcb from pump 49328. Tested using all pm [procedures] through agilia software. Resolution: device passed all tests, returned to service." Reporting due to the referenced issue; no patient harm was communicated. More information is needed to complete the investigation.